Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty for primary osteoporosis (compression fracture). It was reported that when passing the osteo introducer over the guide pin, resistance was encountered and it did not pass. Postoperatively, repeated insertion and removal outside the surgical field allowed it to pass; however, upon visual inspection, a protrusion was confirmed inside the lumen. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.